Event description:
Rv defib impedance allegations. Lead was replaced by mdt lead in (B)(6) 2016. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).